Event description:
Subsequent to the initial MDR, additional information was provided on 05/13/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness, and seizure. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 the patient was outside when the cgm readings suddenly dropped from 85 mg/dl to 55 mg/dl. According to the patient she did not receive any alerts or warnings of this. The patient experienced a seizure, lost consciousness, fell, and hit her head on the concrete multiple times. The patient was brought to the hospital, but the patient could not remember how. Upon regaining consciousness, she was informed that she had been treated with glucose gel. The patient could not remember any results of fingersticks taken by ems or at the hospital. No further medication was reported and the patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)..